Event description:
Same case as MFR #: 2134265-2008-01062. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and vessel perforation occurred. The target lesion was located in the left coronary artery (lca). A 1.50 x 15 mm maverick2 balloon catheter was inserted and advanced to the target lesion and inflated. The maverick2 was removed and then a 2.5 x 15 mm maverick monorail balloon catheter was used to dilate the lesion. The balloon was inflated to 12 atms for 23 seconds and then to 6 atms for 32 seconds when the balloon ruptured. The device was successfully removed from the pt and then another 2.5 x 15 mm maverick balloon catheter was used, and the procedure was continued. A 3.0 x 15 mm quantum maverick was then inserted and advanced to the target lesion where it was inflated. This balloon was exchanged for a 3.2 x 15 mm quantum maverick. The balloon was inflated multiple times and then a coronary artery perforation occurred. The pt was then transported to the operating room for emergency bypass surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.